Event description:
Paramedics reported a patient was found unconscious outdoors, in a camper, with body temperature of 29.6 degrees c, blood pressure 70/50, and a reading of 17.7mmol/l was obtained on the paramedic's precision xtra/optium meter. The patient was taken to the emergency room where a reading of 47.7 mmol/l was obtained. The timeframe between the two readings is unk. The patient was diagnosed with hyperglycemia and diabetic ketoacidosis. The patient was given insulin and had a thrombectomy. The customer's meter and test strips have been requested for investigation. It is unk if the patient possessed any blood glucose measuring device.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.